Manufacturer narrative:
(B)(4). Summary of investigation findings: no device, imaging studies or hospital or medical records have been available, and based on very limited information it is difficult to comment on the alleged filter tilt and filter leg fracture. The filter implant period is unknown and also the patient's medical history is unknown at this time. It is reported that filter had tilted and a filter leg had fractured. To the best of cook medicals belief the reported leg fracture is secondary to the filter perforation of ivc. Filter perforation of the vena cava wall is a well known risk and several case reports in the published medical and scientific literature, describe filter perforation of the vena cava wall. Changes to the filter configuration and to the filter placement is known to cause stress and possibly fracture to the filter wires due to e.g. Respiratory movements. Also scientific literature describes that manipulation in the area of filter placement could also contribute to change in filter configuration. Fracture of the wire is an uncommon, but known risk in relation to filter implant. Instructions for use list vena cava perforation as potential adverse events. The exact root cause for the alleged filter tilt or filter leg fracture cannot be determined based on the limited information provided. Monitoring of similar event will continue.

Event description:
Description according to claimants attorney: it is alleged that on or about (B)(6) 2011, patient presented to the hospital for a kidney stone and underwent a CT scan of abdomen and pelvis without IV contrast. The tip of the ivc filter was noted to be projecting into the left renal vein and one of the struts was located within the right renal hilum and a branch vessel. It is alleged that on or about (B)(6) 2012, pt presented to the hospital with complaints of abdominal pain and underwent a CT scan of abdomen and pelvis without IV contrast. The findings on this CT scan were that the filter was still tilted and extending into the left renal vein. Filter had legs perforating outside of the lumen of the ivc as well as one of the legs penetrating the duodenum. It is alleged that on or about (B)(6) 2014, pt underwent another CT scan and it showed a linear metallic fragment in the right renal sinus, which was noted to likely be a fractured strut from the cook celect filter.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 04/15/2015 and is as follows: patient alleges that a cook celect filter was placed via the femoral vein on (B)(6) 2009, prior to scheduled knee surgery, for prevention dvt and pe. Patient alleges one unsuccessful retrieval attempt on (B)(6) 2009. Patient alleges that outcomes attributed to the device include: migration, tilt, vena cava perforation, organ perforation, device unable to be retrieved, and device hooked into left renal artery. Patient also alleges complaints of back pain, lower abdominal pain, bladder infections, and hematuria.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'fracture, migration, tilt, vc perforation, organ perforation, unable to retrieve, pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.